Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the pacific xtreme pta balloon as per IFU to treat a lesion in the mid superficial femoral artery. Artery diameter was reported as 5mm, and lesion length as 300mm. The balloon was inflated using a non-medtronic device, 50/50 inflation fluid was used. It was reported that balloon twist occurred during the procedure. No patient injury was reported.